Manufacturer narrative:
(B)(4).

Event description:
The physician used an assurant cobalt peripheral stent. It is reported that an assurant cobalt stent was implanted approximately 106 days post the labelled expiry date.

Manufacturer narrative:
Additional information : no patient injury or surgical intervention reported as a result of the event; the device remains implanted in the patient. If information is provided in the future, a supplemental report will be issued.